Event description:
Since my novasure ablation, I have recurring uterine ablation. They are extremely painful. I am nauseous on a daily basis. My life is being impacted in a negative way and has been since this was done. The risks were not adequately explained. I trusted my dr and novasure and regret both now. Every couple months I have bacterial uterine infections. They are currently running tests to figure out what can be done.